Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event which occurred post a l 3/l4/l5 two-level lumbar posterior lumbar fixation procedure in a patient diagnosed with fracture of the l3 vertebra due to a fall from height. It was reported that the implanted screw is broken inside the patient and the patient experiencing lumbar pain. Hcp is evaluating the removal of damaged screw. There were no further complications reported regarding the event.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.